Manufacturer narrative:
Inspection of the coil system revealed the implant was detached from the pusher with no signs of activation using a detachment controller. The implant was severely stretched and the pusher was also severely stretched and broken. The conditions or circumstances that led to the damage could not be identified, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated, so it could not be determined if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that coil embolization treatment was performed for a large pcom aneurysm. After placement of several coils, an attempt was made to reposition the last coil and during retraction, the coil and pusher wire stretched and then the coil detached in the microcatheter. Half of the coil was well within the aneurysm and half of the coil was in the microcatheter. The pusher was removed together with the microcatheter and the detached distal coil segment in the aneurysm was left in place and remains implanted in the aneurysm. Post-procedure images demonstrated no filling of the aneurysm and all vessels appeared normal. There was no reported patient injury. The patient was reported to be doing well after the procedure and was discharged a few days later.